Event description:
It was reported that insulin pump has been exposed to moisture damage. However, there were no errors present in the pump's alarm history. Customer reported that moisture can be seen in the lcd display screen. Customer's blood glucose reading was 142 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected battery alarms were noted during testing. The insulin pump passed the displacement test and the off no power test. The operating currents were in specifications. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and moisture damage to the liquid crystal display board.